Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware was failed and required maintenance. A field service engineer (fse) found that tower door 5 would not recover and was detected as open under recover storage space. The door was manually opened, and during closing it was discovered that something was obstructing it. A bin was preventing the door from closing smoothly, so medications behind the bin were removed to allow proper insertion. The door then closed correctly, and the customer successfully tested it using the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, station had shown failed hardware. Customer tried to recover the failed drawer, but it still mentioned required maintenance. Shut down the station by unplugging the power cord from the back of the station and waited for 2-5 minutes, reconnected the power plug and turned the power on, then checked and tried to recover the drawer, but it still failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.